Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with ise indirect na, cl for gen.2 on a cobas 6000 c (501) module. The second and fourth patient samples also had discrepant values for ise indirect k for gen.2. No incorrect results were reported outside of the laboratory. The reporter states the issue was resolved after the reference electrode of the analyzer was replaced, a system reagent was replaced, the system was primed, and the tests were recalibrated. The first and second samples were repeated on the same analyzer after these actions were performed and these repeat values were believed to be correct. The third and fourth samples were repeated on a second analyzer and these repeat values were believed to be correct. The first sample initially resulted with an na value of 126 mmol/l, which repeated as 139 mmol/l. This sample initially resulted with a cl value of 108.6 mmol/l, which repeated as 97 mmol/l. The second sample, from a (B)(6) year old female patient, initially resulted with an na value of 164 mmol/l, which repeated as 142 mmol/l. This sample initially resulted with a k value of 5.61 mmol/l, which repeated as 4.2 mmol/l. This sample initially resulted with a cl value of 83.4 mmol/l, which repeated as 100 mmol/l. The third sample, from a (B)(6) year old female patient, initially resulted with an na value of 120 mmol/l, which repeated as 143 mmol/l. This sample initially resulted with a cl value of 121.4 mmol/l, which repeated as 103 mmol/l. The fourth sample, from a (B)(6) year old male patient, initially resulted with an na value of 157 mmol/l, which repeated as 145 mmol/l. This sample initially resulted with a k value of 5.79 mmol/l, which repeated as 4.5 mmol/l. This sample initially resulted with a cl value of 89.3 mmol/l, which repeated as 103 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.